Event description:
The patient indicated they needed an MRI to look at the pump to see if something had ¿come loose¿ because they were experiencing back pain as well as pain and soreness over the pump. It seemed like the pump may have moved. A nurse later reported that the MRI that the patient was scheduled for was for back pain that was not related to the pump at all, and they had no further details regarding the event. The pump contained dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10901r41, implanted: (B)(6) 2001, product type: catheter. (B)(4).